Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has.high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse (from nursing home) is calling on behalf of the customer. Nurse stated that on (B)(6) 2025 prior to dinner time, she tested the customer's blood glucose and had obtained hi fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/28/2027; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.